Event description:
It was reported that the devices were difficult to remove and required an additional device. A carotid wallstent and filterwire ez were selected for use in a procedure to treat carotid disease. After successfully deployment of the carotid wallstent, the stent delivery system became difficult to remove from the filterwire ez. Additionally, the filter could not be recaptured by the retrieval sheath. The filter was snared into the carotid wallstent delivery system using an endovascular recovery maneuver. Both devices were removed intact. There were no patient complications as a result of this event. The procedure was completed with the original devices.

Manufacturer narrative:
Device evaluation by MFR: the device was returned, and analysis was completed. The device was received with a guidewire inserted in the device. The guidewire was noted to be kinked. The investigator was unable to remove the guidewire from the device. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent already deployed from delivery system. This concludes the product analysis.

Event description:
It was reported that the devices were difficult to remove and required an additional device. A carotid wallstent and filterwire ez were selected for use in a procedure to treat carotid disease. After successfully deployment of the carotid wallstent, the stent delivery system became difficult to remove from the filterwire ez. Additionally, the filter could not be recaptured by the retrieval sheath. The filter was snared into the carotid wallstent delivery system using an endovascular recovery maneuver. Both devices were removed intact. There were no patient complications as a result of this event. The procedure was completed with the original devices.